Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker exhibited diagnostic anomaly in which inappropriate atrial fibrillation (af) burden alert was shown, no intervention was performed. The patient status was unknown.